Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown e1. Initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
It was reported while using the panel phoenix nmic/ID-480 a patient isolate (pseudomonas sp.) Was misidentified as pseudomonas aeruginosa. No health impact or consequence reported.